Event description:
It was reported that 3 bd integra¿ syringes with detachable needle retracted their needles prematurely during use. The following information was provided by the initial reporter: "the plunger released the needle too soon. Unable to complete injection. This occurred on three separate occasions."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-sep-2022. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that syringe had the stoppers cut with the needles retracted inside of the plunger rod as designed. The reported defect for premature retraction was not identified in the samples received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that 3 bd integra¿ syringes with detachable needle retracted their needles prematurely during use. The following information was provided by the initial reporter: "the plunger released the needle too soon. Unable to complete injection. This occurred on three separate occasions.".